Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 116 mg/dl. Customer used cold insulin to fill cartridges. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.